Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported that the leads had moved. Attempts to obtain additional pertinent information were unsuccessful. Up to date, this right ventricular (rv) lead remains in service. No adverse patient effects were reported.